Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's caregiver reported via phone call of the customer's hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 277mg/dl. The customer's current blood glucose level is 245mg/dl. The care giver states there was a 911 call. The care giver states receiving no delivery alarm, but was able to clear the alarm. Troubleshoot for the high level was conducted. The customer was advised the device was found to be functioning as designed, and to contact their health care provider regarding unexplained high blood glucose levels. Nothing is being returned or replaced at this time.